Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl, at the time of incidence. Customer was treated with food and glucose tablet for low blood glucose. As the insulin pump was off for more than 10 minutes sensor was unable to find to the insulin pump. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.

Event description:
The auto mode feature was not active at the time of the reported event.